Manufacturer narrative:
(B) (4) since the device remains implanted and no programmer files were received, a response was requested. The values are printed in the "report" screen only if they had been saved. Otherwise previous saved data are printed. No conclusion can be drawn. (B) (4) since no programmer files were provided for analysis, no final conclusion could be drawn. However, it should be noted that: the printing mismatch occurred with (B) (4); the new measured values (pacing threshold, sensing, impedance) are printed in the "report" only if they had been saved (by pressing the icon "save"). Otherwise previous saved data are printed. The complaint is closed in state.

Event description:
During the one-week post-implantation check, the printed sensing data did not match the displayed data. The device remains implanted.